Event description:
It was reported that "third degree burn under grounding pad noted when the pad was removed post op. Still healing, measuring 2 cm in diameter on the anterior right mid thigh."

Manufacturer narrative:
The actual device was disposed at the facility. We are attempting to gather additional information from the facility for the investigation. We will file a supplemental report when the investigation is completed.